Event description:
It was reported that the catheter was unable to flush properly and the flush port on the ablation catheter was broken. During an ablation procedure to treat paroxysmal atrial fibrillation and atrioventricular nodal reentry tachycardia (avnrt), an intellanav mifi open-irrigated was selected for use. The catheter was connected to the catheter connection cable and metriq tubing; however, it was observed that it was unable to flush properly. It was noted that the flush port on the ablation catheter was broken. Another of the same device was used and the procedure was completed. There were no patient complications as a result of this event. The device was returned for analysis.

Manufacturer narrative:
Block d4 (unique identifier) has been corrected and block h11 (device analysis) has been updated with investigation re-closed on may 27, 2025. Upon receipt at our post market quality assurance laboratory, this intellanav mifi open-irrigated was visually inspected and the tubing was found partially detached from the luer fitting at the adhesive joint, confirming the reported events of tubing set fluid leak and tubing set damaged/defective. The reported events were traced to the design specification.

Event description:
It was reported that the catheter was unable to flush properly and the flush port on the ablation catheter was broken. During an ablation procedure to treat paroxysmal atrial fibrillation and atrioventricular nodal reentry tachycardia (avnrt), an intellanav mifi open-irrigated was selected for use. The catheter was connected to the catheter connection cable and metriq tubing; however, it was observed that it was unable to flush properly. It was noted that the flush port on the ablation catheter was broken. Another of the same device was used and the procedure was completed. There were no patient complications as a result of this event. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. However, a media inspection was performed there was a picture attached to the complaint, and it is possible to confirm that the tubing set fluid leak, tubing set damaged/defective. The irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. With all the available information, boston scientific was able to confirm the reported clinical observation of the catheter was unable to flush properly and the flush port on the ablation catheter was broken.

Event description:
It was reported that the catheter was unable to flush properly and the flush port on the ablation catheter was broken. During an ablation procedure to treat paroxysmal atrial fibrillation and atrioventricular nodal reentry tachycardia (avnrt), an intellanav mifi open-irrigated was selected for use. The catheter was connected to the catheter connection cable and metriq tubing; however, it was observed that it was unable to flush properly. It was noted that the flush port on the ablation catheter was broken. Another of the same device was used and the procedure was completed. There were no patient complications as a result of this event. The device is expected to be returned for analysis.